Event description:
Sinus congestion and left ear plugged x 1 week. (B)(6) is here c/o congestion and pressure. States he was seen and treated about 2 weeks ago w/avelox- he states he did initially get better but he has returned treatment and is on day 3 of repeat treatment. Today w/l ear pressure and congestion. Feeling dizzy and sick and getting worse despite antibiotic. States he thinks something is in l ear. Uses q-tips.